Event description:
The user contacted the emergency support program line to report a small amount of blood observed in the tubing near the hub. The user indicated there was a concern that the tubing might have been clotted, but this had not yet been confirmed. No patient injury or adverse clinical impact was reported.

Manufacturer narrative:
Due to character limit in block e1, initial reporter: dr. (B)(6). Event site name: (B)(6) medical ctr